Manufacturer narrative:
Additional information section: d9, h6. The customer reported that they found a spider inside the packaging of the patient tube of an oasis drain. A picture was provided; however, it is very blurry and the object that appears to be the subject of the picture does resemble a spider. The device was returned for evaluation. It had been removed from its original pouch and was returned in a plastic pouch from a different device. The drain was removed from the pouch and unwrapped. A spider was not discovered anywhere on or in the packaging or the drain. The dark spot that was in the picture provided by the user was also not identified. In addition to a spider not being found on the returned device, it could not be known for certain where it originated from because the device was removed from its original packaging. A device history record review could not be conducted because the product lot number was not provided. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review was completed which found no similar complaints. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The complaint is confirmed by the picture provided by the user, although it is not clear if the dark spot is a spider. However, because the picture is unclear, the device was returned without its original packaging, and nothing could be found wrong with the returned device, a device nonconformance cannot be confirmed. There is not enough information to determine the identity or origin of the object that concerned the user. The root cause of this complaint is impossible to define.

Event description:
N/a

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The customer reported that their staff found a spider inside the package of a chest tube kit. There was no patient involvement.